Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2025, due to an elevated blood glucose (bg) level (over 720 mg/dl). Before going to the ICU, the customer attempted to treat the bg by administering an insulin injection. While in the ICU, the customer was treated with intravenous saline and insulin. The customer was released on (B)(6) 2025, with no permanent damage. Reportedly, the pump had shut down unexpectedly.